Event description:
It was reported that there was a broken bur in the attachment. There was no report of medical intervention, surgical delay or adverse consequences as a result of this event.

Event description:
It was reported that there was a broken bur in the attachment. There was no report of medical intervention, surgical delay or adverse consequences as a result of this event.

Event description:
It was reported that there was a broken bur in the attachment. There was no report of medical intervention, surgical delay or adverse consequences as a result of this event.

Manufacturer narrative:
The device was returned and the quality investigation was complete.

Manufacturer narrative:
Update to lot number for concomitant product to # 14009.

Manufacturer narrative:
H6: the device has been returned and evaluation is ongoing. A follow up report will be filed once the quality investigation is complete. Device returned and evaluation ongoing.